Manufacturer narrative:
Although cardinal health initially was notified of this incident on 08/02/04, it was not until 09/13/04 that cardinal health received sufficient information from the end user to determine whether this was a reportable event. The product sample was received for evaluation on 09/07/04. It was observed that the helmet was detached from the body of reservoir making the device non-functional. The problem was found to be related to the durometer of the reservoir material. The durometer was changed from 40 to 50 and the change implemented on march 15, 2004. Durometer is a value that measures the hardness of the silicone material. This enhancement causes the material to become harder, therefore resulting in a more adequate pressure seal between the helmet, collar and body of the product. After this modification, an assessment was performed to verify its effectiveness. All units tested passed the suction, leak and activation tests. The first lot with the 50 durometer as su130-1000 with lot number 1040237. The lot reported in this incident was manufactured prior to this change. In addition to this change, personnel were retrained for their awareness.

Event description:
Product had a loss of vacuum which caused trouble for the patient, i.e., the physician had to manually suction with a syringe.